Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00227. A facility reported that mayfield headrest (a1012) was not tightening. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield swivel horseshoe headrest (a1012) was returned for evaluation. Unit had a loose slide bar and it needed to be re-pinned. The reported complaint was confirmed via inspection of the unit.